Event description:
It was reported that the pump was difficult to interrogate on several occasions. There were no electromagnetic interference (emi) sources. The healthcare provider (hcp) assumed that the pump was just implanted deep under the muscle tissue, but wanted to make sure that it wasn¿t a mechanical problem with the pump. The pump was replaced on the date of this report. On the date of the pump replacement, the elective replacement indicator (eri) was scheduled to occur in 3 months. Prior to the pump replacement, no troubleshooting, interventions, or other actions were taken to resolve the event. The hcp wanted to ensure that there was nothing wrong with the pump because it was hard to interrogate. The issue was resolved, as the pump was replaced. The patient status at the time of this report was indicated to be ¿alive-no injury¿. As of (B)(6) 2015, the patient was doing very well. There were no patient symptoms or complications associated with the event. The device system was used to deliver baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information received reported there was no mention of the difficulty with interrogation anywhere in the patient¿s chart. The pump was replaced due to reaching end of life of the pump. A 40cc pump would be replacing the 20cc pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).